Event description:
During the index procedure an inpact av access was used to treat the right arm cephalic arch. Approximately 17 months post procedure patient suffered vessel restenosis of brachiocephalic vein of arteriovenous fistula. Stenosis present in the brachiocephalic vein of arteriovenous fistula. Pre-dilation of 7x4 dorado used, angioplasty performed using 10x6 mustang. Mild stenosis still present. Angioplasty performed using 12x14 atlas. Final angioplasty performed using 12x6 lutonix drug coated balloon. Post dilation angiography demonstrated significant improvement in vessel diameter at stenosis. Successful angioplasty and drug coated balloon angioplasty of the brachiocephalic vein to 12mm. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.